Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of the subject device not building up enough vacuum. In addition, the hose was torn due to friction on the housing cover, the pump performance was out of tolerance, the mains connection is broken, the splash guard is missing, the mains switch is not original, and the housing bottom/front are bent. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device does not build up enough vacuum. The subject device was returned for repair and found the inlet was broken due to a power cord receptacle failure and deposits were in the hoses. These are reportable events. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was foreign material in the hose. However, the definitive root cause of the inlet break and foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not store the maintenance unit in a location exposed to direct sunlight, x rays, radioactivity or strong electromagnetic radiation (near microwave medical treatment equipment, short-wave medical treatment equipment, MRI equipment or radio). Damage to the maintenance unit may result.¿ olympus will continue to monitor field performance for this device.